Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented in clinic for a follow-up, far field r-wave oversensing on the atrial channel was observed on a stored egm. Programming changes were made. The device remains implanted.